Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "error 319". Upon visual inspection, no issues were found related to the reported event. The endoscope controller (ec) was installed into the golden system where the system pinged error 319 upon start up. The golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed several errors 319 related to the original complaint were found. As a result of these findings, failure analysis was able to conclude that the root cause in the dual camera instrument board (dcib) could be attributed to the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer experienced a nonrecoverable 319 fault on the da vinci system. The customer performed a power cycle, after which the procedure was completed robotically. System logs showed multiple 319 faults associated with the endoscope controller. The procedure was completed with no reported injury.